Event description:
The customer reported that during a colonoscopy, the generator provided an activation tone before the footpedal in use was depressed. The customer reported that an unk type of covidien pad was in use when the activation tone was heard and that the generator made an alarm indicating the surgical staff to check the pad. There was no pt injury. Another generator was brought in and used to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.